Event description:
It was reported the bd vacutainer® push button blood collection set experienced air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: "I have experienced bubbles in the tubing across all three (only 1x in the 21g) currently I have approx. 15 examples from my phlebotomists that this has happened I have experienced this myself with a completely incident free draw, three tubes in, and I have a bubble that travels down the tubing."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from each indicated batch of the bd inventory were evaluated by functional testing and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0064608, medical device expiration date: 2022-02-28, device manufacture date: 2020-03-31. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer¿ push button blood collection set experienced air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: "I have experienced bubbles in the tubing across all three (only 1x in the 21g) currently I have approx. 15 examples from my phlebotomists that this has happened I have experienced this myself with a completely incident free draw, three tubes in, and I have a bubble that travels down the tubing."